Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens would not center, another lens chosen. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The product was returned for analysis, the reported complaint could not be observed. The iol(intraocular lens) was damaged and this damage was not mentioned by the customer. Iol returned in two segments in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut and scratched/marked-rejectable, there is also a piece missing. No root cause identified as the reported complaint "lens wouldn't center" could not be observed. The product was subject to handling and the reported condition was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).